Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 6.0 x 80mm biomimics 3d (bm3d) stent. It was used to treat a denovo lesion in the superficial femoral artery (sfa) distal third in the right leg. An antegrade approach was used and the lesion was prepared using predilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. On (B)(6) 2022, an event of restenosis of treated segment (target lesion) was identified. It was site reported as definitely related to the device and not related to the procedure and it was target lesion related. It required percutaneous intervention on (B)(6) 2022, that involved pta/standard balloon angioplasty and laser atherectomy on the sfa distal third. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The patient outcome was reported as resolved/recovered and the device remains implanted. Additional information received on (B)(6) 2024 by the site updated the procedure relationship from possibly related to not related.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated to reflect the change to the procedure relationship. Section g.6. And h.2. Were updated to reflect the type of the report (follow-up 01) and the reason. Section h.11. Was updated to reflect the sections that have been changed in this report.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one 6.0 x 80mm biomimics 3d (bm3d) stent. It was used to treat a denovo lesion in the superficial femoral artery (sfa) distal third in the right leg. An antegrade approach was used and the lesion was prepared using predilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. On the (B)(6) 2022, an event of restenosis of treated segment (target lesion) was identified. It was site reported as definitely related to the device and possibly related to the procedure and it was target lesion related. It required percutaneous intervention on (B)(6) 2022, that involved pta/standard balloon angioplasty and laser atherectomy on the sfa distal third. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The patient outcome was reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.